Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets was not sticking well enough. The caller reported this occurred with two different infusion sets. The patient was unable to provide the lot number. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.